Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation that show a cap on the tube which was incompletely molded and had gaps in the plastic. A total of 100 retained samples were visually inspected, and no short shots were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, one (1) tube was discovered with deformed cap. No health impact or consequences were reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, one (1) tube was discovered with deformed cap. No health impact or consequences were reported.